Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer stated the insulin pump was not exposed to a high magnetic field. The customer's blood glucose was unknown. The customer did not receive the motor position encoder error alarm. The customer was able to successfully rewind the insulin pump. The customer was advised that the insulin pump would be replaced. The customer agree to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the prime test, displacement test, rewind, basic occlusion test, occlusion test and excessive no delivery alarm tests. The motor was tested outside of the device and passed. No motor error alarm was noted. The insulin pump was received with a broken belt clip slot, cracked reservoir tube lip and minor scratches on the display window.